Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm check setting. Customer's blood glucose 49 mg/dl. The alarm occured during the first rewind. Customer was to monitor the insulin pump. Customer also reported via phone call requesting assistance with programming the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was assisted with programming bolus wizard.